Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "shocks" and the right atrial (ra) lead exhibited undersensing leading to early termination of mode switch. The lead remains in use. No further patient complications have been reported as a result of this event.